Event description:
Reporter alleged blood glucose readings had been reading higher in the middle 300s # 400 mg/dl and customer went to the hosp as a result. Customer stated their meter read 321 mg/dl compared to the doctor's measurement of 123 mg/dl when testing was performed 10 minutes apart. No treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.